Manufacturer narrative:
(B)(4). Abdominal wounds. Infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an unspecified surgery on (B)(6) 2008, and suture was used. The pt was hospitalized from (B)(6) 2008 through (B)(6) 2008; on (B)(6) 2008; on (B)(6) 2008; from (B)(6) 2008 through (B)(6) 2008; from (B)(6) 2008 through (B)(6) 2008; on (B)(6) 2008; from (B)(6) 2009 to (B)(6) 2009 and from (B)(6) 2009 to (B)(6) 2009. The pt developed persistent abdominal wounds, fistula sinus tracts and infections, requiring add'l surgeries and procedures. No add'l info was provided at this time.